Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image function did not function normally due to the failure of the cable unit. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head was not working, there was no picture during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty cable. In addition, twisted wire neck of the remote control, bulging due to twisted internal wires, and hole/cut on cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.